Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event,

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that on (B)(6) 2021 the patient had symptoms of syncope with urinary incontinence, with a prior history of stroke. There was a concern for seizures. An electroencephalogram (eeg) was performed and did not show any epileptic activity, however, given the patient's symptoms, they were started on keppra 500mg twice a day and had scheduled to closely follow up with the neurology team as an outpatient to determine if long-term treatment is warranted. The event resolved on (B)(6)2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient had right epistaxis that persisted all day on (B)(6) 2021. Right anterior septal wall cauterization completed on (B)(6) 2021.